Event description:
It was reported that after insertion of the sheathless iab, inadequate hemostasis was experienced. The iab was removed and an insertion was performed using a sheath. There were no pt complications.